Event description:
It was reported that the patient received inappropriate antitachycardia pacing (atp) therapy for a supra-ventricular tachycardia with rapid ventricular response. It was noted that the event occurred in two separate episodes and the patient received two rounds of atp therapy. Programming changes were discussed. No further information was available.

Event description:
New information states that the device was explanted and replaced on (B)(6) 2019 due to unknown reason. No further information was available.

Manufacturer narrative:
The reported event of inappropriate atp could not be confirmed. The stored egms were reviewed, and the device was found to have delivered therapy normally based on how it was programmed. The device¿s sensing, pacing, lead impedance, high voltage charging, high voltage delivery and high voltage shock impedance were tested, and the device¿s function was normal.